Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 75 and then pump error 68. The insulin pump kept alarming, it powered off, and then it said to rewind. During the self-test the customer received a pump error 75. Customer's blood glucose level was 170 mg/dl. It was difficult trying to control the customer's blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the sleep current and active current measurements, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump had unexpected pump error 23, pump error 49, pump error 68 and pump error 25 alarms after battery insertion and a pump error 75 alarm during self test due to a corroded internal battery connector. The pump was received with moisture damage. The pump also had a scratched case, a pillowing keypad overlay, a scratched keypad overlay and minor scratches on the lcd window.